Event description:
It was reported that a user of the ilet paired with a dexcom g6 experienced sensor error messages and subsequent cgm signal loss on the ilet, during which the system displayed a low glucose alert that the user did not feel, followed by hyperglycemia with a highest reported glucose of 325 mg/dl; the problem involved intermittent communication failure and was associated with an electrical/magnetic component, specifically the antenna. Symptoms included hyperglycemia. Outcomes included insufficient information regarding broader health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices in the context of intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.